Event description:
Event description cpi received information that a patient with an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) was receiving inappropriate therapy. An invasive procedure was performed to evaluate the lead, it was noted the high voltage conductors had insulation damage. The lead was explanted and replaced with a new endotak lead.